Event description:
The pt presented for device occlusion of a target atrioseptal defect, 29-30mm in 2006. Due to the lack of aortic rim, the physician chose to oversize the device and used a 32mm amplatzer septal occulder device. The device looked good on deployment. The next day, the echocardiogram showed the device was free floating inside the left atrium. The pt was sent to the or for surgical removal of the device and repair of the defect.